Event description:
There was moisture inside the iab package near the folded membrane and balloon retainer. The iab was not returned to co for eval. The iab was used. Event complications: none from the event-reported 12/12/96. Pt's current status: unk-rpt'd 12/12/96.